Manufacturer narrative:
D.1. Medical device brand name: bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes that two (2) samples had incorrect results due to additive contamination. There was no health impact or consequences reported. Customer verbatim: customer states tubes are contaminated due to erroneous results. Which assays or tests are exhibiting issues? Ca <2, k > 10, alk was low. Analyzer name and model #: abbott -aritech c4000 and abbott alintity ci.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 30-dec-2023. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes. H.6. Investigation summary: bd received 7 samples for investigation. The customer samples were visually inspected along with 100 retention samples of the incident lot selected from bd inventory. No issues relating to additive abnormality were observed. Additionally, 5 of the returned samples were functionally tested for heparin content and no issues relating to additive abnormality were observed as all results were within the specification limits. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. No difficulties were encountered during blood collection as all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode, erroneous results-calcium, potassium, and alkaline phosphatase, because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples tested were acceptable in terms of both precision and accuracy. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes additive abnormality and erroneous results-calcium, potassium, and alkaline phosphatase. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes that two (2) samples had incorrect results due to additive contamination. There was no health impact or consequences reported. Customer verbatim: customer states tubes are contaminated due to erroneous results which assays or tests are exhibiting issues? Ca <2, k > 10, alk was low analyzer name and model #: abbott -aritech c4000 and abbott alintity ci.